Manufacturer narrative:
No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
An email was received regarding a reservoir, cassette, 250 ml, fs 12/bx, item number 21-7308-24, lot number 4427055. It was reported that they had an issue with the large 250 ml cassette twice where once the pump was hooked up and connected to the patient and said, "downstream occlusion." There were no bubbles in the line either time, but both times they switched out the extension set and switched the pump. They ended up having to remake the pump in a new cassette and it worked. A cstd was used to fill cassette. Cstd manufacturer was onguard. The pump was not used to prime the extension tubing. They attached the tubing after filling the cassette, they put a cstd at the end of the line and prime the line by pulling the drug through the line until they see it in the female luer lock, then clamp the tubing. The event occurred during set up at the clinic. The operator of the device was a health professional.